Manufacturer narrative:
The technician found the control board was blowing the fuses. The technician replaced the control board to repair the bed.

Event description:
Information received indicates the controls are not working on the bed.